Event description:
Reportedly, the instrument fired, but would not open while on tissue. The instrument had to be cut off (patient side) in order to remove it. The surgeon had to suture the area closed where the instrument was cut off.